Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. No further action required at this time. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends.

Event description:
It was reported by the medical doctor that the intra-aortic balloon pump (iabp) had helium loss alarm. Blood was noticed in the intra-aortic balloon (iab) and the catheter was removed. Patient's condition reported as fine. There was no patient death or complications reported. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the medical doctor that the intra-aortic balloon pump (iabp) had helium loss alarm. Blood was noticed in the intra-aortic balloon (iab) and the catheter was removed. Patient's condition reported as fine. There was no patient death or complications reported. No patient injury or consequence reported.